Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The events "can't see the image properly and does not work properly, the buttons also fail to work properly" was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that camera head with lens connected and couldn't see the image properly, priority, it did not work properly, the buttons also failed to work properly. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.